Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4).

Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. The customer's blood glucose level was 334 mg/dl. The customer was treated with 2.0 units and feels fine. The customer stated that no delivery alarm was resolved by a complete set change. The customer does not want to return set and reservoir for analysis. The customer advised that she has already discarded the set and reservoir. The customer was advised to call when the alarm occurs in order to troubleshoot.